Manufacturer narrative:
Patient information: unk. Event problem and evaluation codes: off-label age<21 claim #: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -13.5/1.5/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault without rotation and on (B)(6) 2022, refractive suprise was observed. Cause of the event is unknown. The lens remains implanted. The problem is not resolved.